Manufacturer narrative:
The synergy ii us mr 4.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to stent strut rows 1, 4 and 5 at the proximal end of the stent. The undamaged distal crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed a mid-shaft kink 3.7cm distal from the hypotube/mid-shaft bond. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04725. It was reported that the stent moved on balloon. The target lesion was located in the mid right coronary artery (rca). A 4.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent was little bit stripped off the balloon. Subsequently, a 4.00 x 20mm synergy ii drug-eluting stent was advanced but also failed to cross the lesion. Then the device was removed, it was also noted that the stent was little bit stripped off the balloon. The device was completely removed from the patient and the procedure was competed with non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04725. It was reported that the stent moved on balloon. The target lesion was located in the mid right coronary artery (rca). A 4.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent was little bit stripped off the balloon. Subsequently, a 4.00 x 20mm synergy ii drug-eluting stent was advanced but also failed to cross the lesion. Then the device was removed, it was also noted that the stent was little bit stripped off the balloon. The device was completely removed from the patient and the procedure was competed with non-bsc stent. No patient complications were reported and the patient's status was fine.